Manufacturer narrative:
There is an instruction that states, "use this pad only on a 110-120 volt ac circuit. Unplug when not in use. Do not use with generators, power converters, or inverters" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product. Consumer has not returned the product.

Event description:
Consumer alleges his heating pad controller caught on fire. There was not a report of personal injury or property damage with this incident.